Event description:
A potential product issue has been reported with our atriste mv sa linear accelerator. In the abundance of caution this issue is being reported. The mlc160 not able to reach the requested position if the treatment fields are coming in an attached sequence. The leafs stopped between the two positions. There was no injury reported. Risk analysis is complete. Initial corrective action is initiated. Final root cause analysis is pending results of requested investigation.

Manufacturer narrative:
Risk assessment indicates: severity 3 (critical) reason: worst case: radiation starts before mlc leaves reach their preset position and mis-treatment can be possible during approx a fraction as treatment parameters are to be checked after each treatment (the radiation would start only be accepted the new field). The rtt asks for an exception to the modified treatment setup. There was no serious injury or mistreatment reported. Probability: b (improbable). Reason: improbable, but not impossible that behaviour will occur (the rtt asks for an exception to the modified treatment setup). Initial corrective action has been to initiate further investigation. There are no other products concerned with this issue.